Manufacturer narrative:
Per tandem¿s t:slim user guide: ¿never fill your tubing while your infusion set is connected to your body. Always ensure that the infusion set is disconnected from your body before filling the tubing. Failure to disconnect your infusion set from your body before filling the tubing can result in over delivery of insulin¿. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump did not allow the customer to move past the fill tubing screen. Tandem's technical support guided the customer through the load process and successfully filled tubing. Customer reported the event could have been due to use error and customer acknowledged the pump was functioning as indented. Reportedly, customer filled tubing while connected to the site. Blood glucose was 185 mg/dl.